Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2011. It was reported that the lead exhibited invalid impedance on all contacts, had possible fracture and it migrated out of the fascia. The lead was replaced by a new lead. No patient complications were reported as a result of this event. No further information is available at this time.